Event description:
The site reported the following: the patient (with a pre-existing condition of febrile seizures and an admitting diagnosis of coccyx sinus tract) underwent a lumbar and pelvis MRI with sedation. The exam was completed without event. Post procedure, the staff noticed a blistered area located under the 3-conductor parallel cable (strain relief) of the ECG lead assembly along the patient's left chest area. The blister was approximately one half inch long, with associated redness surrounding two of the three individual ECG lead cables. The anesthesiologist prescribed fentanyl for pain and lidocaine jelly was applied to the affected area. The patient returned for a follow up appointment with a plastic surgeon on (B)(6), 2011, which determined that the affected area was healing.

Manufacturer narrative:
A medrad service engineer performed a system service check of the veris monitor on (B)(6), 2011, and the unit was found to be operating to specification. The ECG module involved with this incident was returned to medrad for further evaluation per the customer's request. The ECG module was tested by medrad product analysis and functioned to specification. Our investigation determined that the user did not properly insulate the ECG lead cables from the skin surface. In addition, the patient's skin was not properly prepped prior to placing the electrodes on the patient's chest. Medrad labeling cautions the user to properly insulate the ECG lead cables from the skin surface of the patient. Medrad recommends placing a folded towel, cloth, or padding between the lead cables and the skin surface. In addition, the operation manual instructs the user how to properly prep the patient's skin with nu-prep prior to placing the electrodes on the patient's skin. Additional applications training was provided to the site on wednesday, (B)(6), 2011. The site continues to use the monitor without further incident.